Event description:
.

Event description:
It was reported that the patient presented to an emergency room in cardiac arrest and expired. Additional information has been requested and not yet made available. No complaints or allegations against the device have been made.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. All information that has been made available to medtronic has been reported, if additional information becomes available it will be forwarded.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. All information that has been made available to medtronic has been reported, if additional information becomes available it will be forwarded. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. All information that has been made available to medtronic has been reported, if additional information becomes available it will be forwarded. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.